Manufacturer narrative:
(B)(4).

Event description:
A sensor device was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the sensor pod and housing puck. Because the sensor is detached and not broken, the reported event was not confirmed. A root cause could not be determined. It is unknown if the returned device is the complaint device.

Manufacturer narrative:
(B)(4). Sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation- redness, swelling or pain- at the insertion site.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016, to report a broken sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.